Event description:
It was reported that patient faced hyperglycemia event on (B)(6) 2026 due to injection block. The blood glucose level was high and the patient was treated with insulin pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).